Manufacturer narrative:
Other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the tamper seal missing, the lcd lens scratched, and the battery compartment springs were corroded with the battery access door broken. No information was found with a review of the event history log. During the functional testing, the customer reported issue was confirmed. The pump was charged over several days but still lost data and the date reverts to 2005. The cause of the issue was found to be the pwa board. The pwa board was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump exhibited a 'cassette not attached' error message. No patient injury was reported.